Event description:
It was reported that during a lc procedure, there was clip malformation which was a scissoring of the clip and falling out of the jaw. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 09/23/2008. Information anticipated, but unavailable at this time.